Manufacturer narrative:
Investigation findings: without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported event. Without imaging, the investigation cannot verify the event occurred as described, nor could the investigation definitively determine the cause of the reported event. Batch review: a search for non-conformances associated with this part/lot number combination could not be performed as this information was not available at the time this investigation was performed. Based on a review of the device¿s risk documentation, the reported event did not indicate there were any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform and analysis of the device, this investigation cannot identify with certainty any potential root causes. IFU review (additional information can be found in the IFU): potential complications possible complications include but are not limited to the following: ¿ bleeding or hemorrhage including intracerebral, retroperitoneal or other locations ¿ complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves ¿ device migration ¿ distal embolization ¿ headache ¿ incomplete aneurysm occlusion ¿ neurologic deficits including stroke and/or death ¿ perforation or dissection of the vessel(s) ¿ pseudoaneurysm formation ¿ rupture or perforation of aneurysm ¿ transient ischemic attack (tia) or ischemic stroke ¿ vasospasm ¿ vessel occlusion ¿ vessel stenosis or thrombosis

Event description:
It was reported that six years post-implantation of a flow diverter, the patient was presented to the medical center with stroke symptoms. Upon imaging, a clot was observed in the area of the implant. The physician determined that the patient did not reduce the full dose of prescribed aspirin and discontinued antiplatelet therapy completely before the onset of symptoms. Attempts were made to obtain information regarding any intervention performed and the patient's current condition. However, this information has not been received to date.